Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they were having accidents and not emptying completely. They noted that they increased stimulation everyday, but their symptoms haven't improved. During the call, the call center reviewed how to change programs and the patient did so; they adjusted to a comfortable level. No device issue was reported and no further patient complications have been reported as a result of this event.